Manufacturer narrative:
Other text: d4: lot number, expiration date. D6: implanted date and h4: manufacture date are unknown, no information has been provided to date. Device evaluation: one device was received for investigation. Visual inspection found the catheter was observed to be broken from the proximal side at the connection between the port and catheter. No other damage or dysfunctional conditions were observed. The reported failure mode, broke, was confirmed. Based on the analysis performed on the returned unit, and review of the mitigations during the manufacturing process, the root cause cannot be associated as manufacturing caused. No lot number was provided, therefor no device history report (DHR) review could be completed. No corrective actions taken at this time. This failure will continue to be monitored to determine if new actions need to be taken.

Event description:
It was reported that the oncology nurse station received a return visit from a patient. Upon inspection, the patient's infusion port and port body were not accessible. The "hong kong body" was broken, which was confirmed with film analysis. It was then removed from the port in the digital subtraction angiography (dsa) operating room. The break occurred at the junction between the port body and the catheter. The patient infusion port was installed 4 years ago, and the surgical location was on the upper arm. Since the hospital and the patient's own implant files are not kept, the specific batch number and specific sales date cannot be known. The incident resulted in no "patient casualties". The final result was that the "hong kong body" was removed and a new infusion port was implanted.